Manufacturer narrative:
The device was not returned to olympus for evaluation and a root cause cannot be determined. Olympus was informed by the user facility that the light source was cleaned out and the problem resolved.

Event description:
Olympus was informed of a report that the "picture cable is broken." The problem, as reported to olympus, was found on receipt/inspection. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer was unable to identify an abnormality with the subject device and assigned the likely cause to a problem with the light source, used in combination with the subject device.